Event description:
It was reported that "when attempting to flush the blue lumen on the patients left femoral cvc, a hissing sound was noted. Upon further investigation a tiny hole was discovered slightly down the blue lumen. The lumen was then clamped below the hole and marked; providers were notified. Cvc then removed and saved for inspection". There was no patient harm or injury. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "when attempting to flush the blue lumen on the patients left femoral cvc, a hissing sound was noted. Upon further investigation a tiny hole was discovered slightly down the blue lumen. The lumen was then clamped below the hole and marked; providers were notified. Cvc then removed and saved for inspection". There was no patient harm or injury. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4)